Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, cracked case at display window corner, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 21 mg/dl. Caller stated that the customer's insulin pump is malfunctioning, it delivered too much insulin. Nothing further was reported.